Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during visual inspection of the device, an area of missing material was observed on the anterior aspect measuring approximately 1.0 cm x 1.2 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (6984765). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, device extrusion and capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the re-evaluation of the suspect medical device. Updated device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that an area of missing material observed on the anterior aspect of the sm mpp gel 300cc breast implant, measuring approximately 1.0 cm x 1.2 cm microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient had additional symptoms of left breast pain and swelling, and the patient underwent fluid aspiration on the left breast. Fluid collection has not reaccumulated, and fluid testing was negative for malignant cells. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2021, it was decided to add codes e040203 (local reaction) and f19 (surgical intervention) for the previously reported edema and fluid aspiration to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) block h6. Health effect - clinical code: added local reaction (e040203) block h6. Health effect - impact code: added surgical intervention (f19)

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion, rupture, capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 300cc smooth mentor memorygel breast implant experienced left-sided implant rupture and device extrusion, and left-sided grade iii capsular contracture postoperatively. Healthcare provider reported that the patient presented with exposed left breast implant, and implant rupture was visible. The patient also had calcification accompanying the capsular contracture. As a result, the patient underwent explantation without replacement on (B)(6) 2020.